Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. However, hemorrhage and death are known risks associated with endovascular procedures and are listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
It was reported that during mechanical thrombectomy procedure using the subject retrieval device to remove a clot from the left m2 middle cerebral artery (mca), the patient suffered intense and diffuse subarachnoid hemorrhage (sah) with contrast extravasation. Post procedure a thrombolysis in cerebral infarction (tici) score of 1 was achieved. Hemodynamic treatment was provided and anticoagulation medication was revised. The next day the patient died and the cause of death was sah. The event was reported as related to the procedure and unrelated to the subject retrieval device. Neurological assessment showed pre-procedure a national institute of health stroke scale (nihss) score of 11 and 24 hours post procedure nihss score of 23.

Manufacturer narrative:
The device is not available.

Event description:
It was reported that during mechanical thrombectomy procedure to remove a clot from the left m2 middle cerebral artery (mca), symptomatic intracranial hemorrhage (sich) occurred. A thrombolysis in cerebral infarction (tici) score of 1 was achieved. The treatment was not provided. The next day post procedure the patient died and the cause of death was intracranial hemorrhage. The event was reported as related to the procedure and unrelated to the device.

Manufacturer narrative:
Outcomes attributed to ae - added. Event description - corrected. Patient code grid - corrected.

Event description:
It was reported that during mechanical thrombectomy procedure using the subject retrieval device to remove a clot from the left m2 middle cerebral artery (mca), the patient suffered intense and diffuse subarachnoid hemorrhage (sah) with contrast extravasation. Post procedure a thrombolysis in cerebral infarction (tici) score of 1 was achieved. Hemodynamic treatment was provided and anticoagulation medication was revised. The next day the patient died and the cause of death was sah. The event was reported as related to the procedure and unrelated to the subject retrieval device. Neurological assessment showed pre-procedure a national institute of health stroke scale (nihss) score of 11 and 24 hours post procedure nihss score of 23.

Manufacturer narrative:
Executive summary - updated to reflect the "embolus" that resolved without medical management occuring during the procedure. Patient code - added code for "embolus" based on update from the study facility. Conclusion code - based on investigation labeling review and information available from the study facility. Reflecting assignable cause for "embolus". From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. However, embolus is a known risk associated with endovascular procedures and is also listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to the embolus event.

Event description:
It was reported that during mechanical thrombectomy procedure using the subject retrieval device to remove a clot from the left m2 middle cerebral artery (mca), the patient suffered intense and diffuse subarachnoid hemorrhage (sah) with contrast extravasation. In addition, the study facility reported that new emboli was found in m2 frontal branch that resolved without medical management. Post procedure a thrombolysis in cerebral infarction (tici) score of 1 was achieved. Hemodynamic treatment was provided and anticoagulation medication was revised. The next day the patient died and the cause of death was sah. The event was reported as related to the procedure and unrelated to the subject retrieval device. Neurological assessment showed pre-procedure a national institute of health stroke scale (nihss) score of 11 and 24 hours post procedure nihss score of 23.